Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0mv7b, product type: lead. Product ID: 3387s-40, lot# va0mv7b, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-jul-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller said the patient¿s skin was eroding around the patient¿s stim locks. They were called and told the ¿plastic surgeon had come in to do work and tried to save the lead.¿ the caller also noted that they thought it was infected, but they weren¿t sure. The leads were said to still be good and very effective. The caller confirmed there were no issues with therapy. The area of concern was the lead and the patient had a skin graph last week due to the erosion. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0mv7b, product type: lead. Product ID: 3387s-40, lot# va0mv7b, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was not confirmed to have an infection yet. They were waiting to see if the skin graph worked and then would recheck for an infection. The issue was not yet known to be resolved either as it will take time to see if the skin graph worked or not. There were no further complications reported.